Event description:
Pt was admitted for laparoscopic cholescystectomy. After gallbladder removed from gallbladder bed, cautery marks noted on liver where no cautery used. Dr asked that insulation on two instruments used (hook and blade) be checked out. Instruments checked weekly. The instruments were used on one case before this incident.